Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(4) the patient was unable to charge the ipg for approximately six weeks. Prior to the issue, the patient successfully charged the ipg twice a week. In addition, the patient was unable to establish communication between the ipg and programmer for the past three weeks. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg. Stimulation was restored and the issue was resolved following the procedure. The ipg was implanted in 2015.